Manufacturer narrative:
(B)(4). Approximate age of device ¿ 20 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was placed on an extracorporeal circulatory support device on (B)(6) 2015 for right ventricular support. It was reported that on (B)(6) 2015, fibrin clots were found in the inflow circuit to the device with corresponding low flow. The patient was on a heparin infusion and was treated with enoxaparin and bivalirudin at the time of the event. Due to the fibrin/clot, the device was successfully replaced at the bedside on (B)(6) 2015 to another manufacturer's product, which was reported to also have been subsequently exchanged on (B)(6) 2015 due to a clot. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Thromboembolic phenomena is listed in the instructions for use as a potential adverse event that may be associated with use of the blood pump. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.